Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 7/28/2019. Device evaluation summary: according to the reported information, the patient experienced a deflation of the breast implant and anisomastia. The analysis results show that a tear measuring approximately 0.4 cm was on the posterior view. Leak testing revealed there was leakage from the valve. Microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were observed. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The instructions for use states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. Possible causes of deflation of saline-filled implants include, but are not limited to, the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/22/2019 mentor became aware that the event date initially submitted with this complaint on 07/23/2019 erroneously stated (B)(6) 2019. The event date has been updated to (B)(6) 2019, as this is the correct date. B3 has been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with mentor siltex round moderate profile 425cc saline prostheses experienced left sided deflation with no trauma and bilateral ptosis post procedure. The patient noticed that her left side became flattened and had shrunk, and deflation was diagnosed through a physical examination. As a result, the right prosthesis was replaced with a 560cc mentor memorygel breast implant and the left was replaced with a 545cc mentor memorygel breast implant. This report relates to the left prosthesis. See 1645337-2019-15769 for contralateral prosthesis report.